Event description:
It was reported that the epileptologist¿s programming tablet would not charge. A different power cord was used and able to charge the tablet. Attempts to have the non-working power cable returned for analysis were made, but the product has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The tablet power cable was received for analysis. Analysis of the power cable was completed on (B)(4) 2014. No anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications.